Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) "moved around" under the patient's skin and caused noise and changes in r-wave amplitude. The icm was removed and re-implanted. The icm remains in use. No patient complications have been reported as a result of this event.